Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup operation. A firmware download successfully restored normal device function. No patient symptoms were reported.